Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was above unknown. The customer was treated with insulin pump and manual injection. The customer stated that the insulin pump had blank display. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after the test battery was installed. The insulin pump was then monitored for 1 day. No blank display noted. Unit received without the original battery cap. Using a test battery cap, no anomaly noted when twisting the battery cap into the battery compartment threads. No damage noted on the battery compartment. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test and dat test at 0.08720 inches. The insulin pump was unable to prime during prime due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.